Manufacturer narrative:
The device was returned to zoll japan for evaluation and the customer's report was duplicated and attributed to a faulty monitor board. The monitor board was replaced to remedy the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up and displayed a "defib disabled " message. Complainant indicated that there was no patient involvement in the reported malfunction.